Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection of the notch and surrounding area found two bubbles in the notch area just distal of the sense b ring and one bubble noted inside the lumen proximal of the sense b ring. A crack was noted at the bubble which was not to surface, only inside the lumen.

Event description:
It was reported that this electrode was returned after being explanted during a therapy change. Analysis testing found a performance issue with the electrode. There were no field allegations against the electrode.